Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose ranged from 160-200 mg/dl.